Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 150 to 400 mg/dl. The customer also reported that the insulin pump had motor error alarm. The customer did not provide any symptoms regarding high blood glucose. Customer declined to troubleshooting for high blood glucose level. The customer was treated for the high blood glucose with insulin pump. Customer was able to complete pump rewind. The drive support cap appears normal. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.